Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient had a fall due to loss of feeling in the leg. No further information could be obtained.